Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was provided that this patient underwent a revision procedure. Under x-ray it was determined that the lead was implanted under the valve and was hit by the tricuspid valve when the heart was beating. The thresholds were considered to be unstable because the lead was likely being impacted by the triscuspid valve. The system was removed from service, it was reported that the insulation of the lead was damaged by electrical cautery when extracting. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited intermittent loss of capture (loc). As a result of this the patient experienced syncope, fell and hit their head. The patient was further evaluated and it was determined that the system exhibited loss of capture when pacing outputs were less than 3.0 volts and 0.4 milliseconds. The impedances were found to be stable and within normal limits. A chest x-ray was performed and the lead position appears the same from implant. The physician decided to change the configuration to unipolar and increase pacing outputs to 4.0 volts at 0.6 milliseconds. The patient will continue to be monitored. Should loss of capture represent itself, the physician will plan to revised the system. This product remains in-service. No further complications have been reported.